Event description:
New information received states that the device was reprogramed for previously reported episodes of post paced t wave oversensing; however, another instance of post paced t wave oversensing was again noted. Further programming changes were made. The patient condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient was asymptomatic. Reprogramming was recommended.